Event description:
It was reported that prior to procedure, the patient's right ventricular (rv) lead had varying rv lead impedance. The patient was asymptomatic. On (B)(6) 2021 during procedure, the lead was found with an insulation anomaly near the suture sleeve area and the stylet failed to advance down the lead. The rv lead was capped and replaced. The patient was stable throughout procedure.